Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received no errors relating to high voltage lead impedance measurements were experienced throughout device testing. The device was normal.

Event description:
It was reported that the device noted no measurement for the svc vector when the high voltage lead impedance was measured. The pocket was re-opened and the device was removed and replaced.